Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and was treated with antibiotics. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately. A peritoneal effluent fluid culture and cell count (wbc = elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ip ceftazidime 2000 mg daily. However, on (B)(6) 2024 the patient contacted his nephrologist and requested to transition to incenter hemodialysis (hd), as he felt pd was not a good fit for him. The nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product) on (B)(6) 2024. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis on 7/jan/2024, and the patient¿s ceftazidime was discontinued (vancomycin now being given intravenously with hd). The patient is recovering from the events and transitioned to hd without issue. The pdrn attributed causality to a touch contamination event, as the patient admitted he did not perform hand hygiene prior to initiating and/or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.